Manufacturer narrative:
The controller (con093504) was returned to manufacturer for evaluation; the hvad pump (hw4047) remains implanted. Various analyses were conducted and reviewed in order to evaluate the performance of the devices. Upon evaluation by the manufacturer's representative, foreign material was found within the driveline connector. Cleaning procedures were performed to remove contaminants. Pictures provided by the manufacturer's representative also confirmed the reported event. The root cause for the reported event was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The manufacturer has an open internal investigation to evaluate the presence of foreign material within the connector. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Controller - con093504/ 1403us- expiration date: 07/31/2014 - device manufacture date: 07/01/2013. (B)(4).

Event description:
It was reported that the patient was experiencing electrical fault alarms. The patient was instructed to present to clinic for evaluation. Perfusionist was able to visualize foreign matter in the driveline connector. The patient was admitted. Clinical engineering team was contacted to perform cleaning procedure at bedside. Cleaning procedure performed per protocol. Well tolerated by patient. Primary controller replaced with back up controller; new back up controller issued.